Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue was detected during the procedure. There was no injury to the patient as a result of the reported failure. A backup device was used to complete the procedure. No fragment fell inside the patient¿s anatomy. There was a delay of approximately 10 minutes. Once the issue was identified the instrument was removed, given to the sterilization department for cleaning, prepared and checked, and sent back to isi.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire to be related to the customer reported complaint. The wire was broken within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. No thermal damage was found on the instrument. Further inspection found no abnormally sharp or damaged components that could have contributed to the wire breaking. The complaint regarding a torn cable was confirmed by failure analysis.